Manufacturer narrative:
(B)(4).  Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent posterior fusion surgery at t4-s2ai levels, after having undergone an oblique lumbar interbody fusion surgery at l2-5 (3-levels). During this surgery, it was found that the placed rods were broken at near the both sides of l3-l4. The doctor suggested metal fatigue due to unsuccessful bone union. Reportedly, re-fixation surgery will be performed later.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.